Manufacturer narrative:
Initial.

Event description:
It was reported that a user tripped on stairs, landed on the ilet pump, and the touchscreen fractured, leaving the screen difficult to view and the device hard to unlock or use for meal announcements, while the device otherwise remained functional and synced prior to shutdown. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of the information provided. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.